Event description:
Peds surgery at the bedside of infant to do circumcision. Part way through procedure it was decided that a cautery was needed. When using instrument, a shock was felt by the nurse at the bedside. Infant was fine, no problem noted. After procedure, nurse could feel where the shock was felt. Ped surg did not use a grounding pad on this patient. They stated they normally don't use one for this cautery machine.manufacturer response for surgical instruments, esu, low power (per site reporter).======================from equipment manual:section 6 - terminology for systems configuration.monoterminal (monopolar) without dispersive plate.the vast majority of hyfrecator 2000 procedures use monoterminal techniques without a dispersive plate. They are easily set up, provide excellent results and do not require any accessory equipment. The current flows from either the high or low output terminals to the electrode, then passes to the patient. The electricity "completes the circuit" by seeking its own ground through the patient to the table and across the floor, returning to your unit via the electrical outlet (see figure 3). Monoterminal procedures without a dispersive plate produce desiccation and fulguration. Figure 3: monoterminal without a dispersive plate configuration.